Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the primary audible alarm background test message was displayed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Occlusion and audio tests were performed; however, the cause of the reported problem could not be determined. As a preventative measure the speaker was replaced. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: correction: d4: model number 3500.

Manufacturer narrative:
Additional information received on 25july2022 via email and attached to complaint object: date of the event 5/19/2022. No patient involvement. H6: event problem and evaluation codes: updates not required.